Event description:
Pt reported experiencing high and low blood glucose with chest pains. One event involved pt falling asleep for several hours pt was not awoken by muliple phone calls, but pt later awoke on their own with lot blood glucose and multiple symptoms (sweating, heart pounding, felt shaky, and could not walk straight). Pt self-tested high and low blood glucose.